Manufacturer narrative:
Patient programmer model 3037 serial # (B)(4) implanted: na explanted: na; lead model 3093 lot # v139836 implanted: (B)(6) 2008 explanted: unk.

Event description:
It was reported that the patient had no stimulation sensation. Additionally, there was a loss of therapeutic effect. The patient was implanted (B)(6) 2011 and had, subsequently, only felt stimulation intermittently. For the past three days, the patient was not feeling stimulation. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient product ID: 3093-28, lot# v139836, implanted: (B)(6) 2008, product type: lead.

Event description:
Additional information received from the patient indicated that the device was functioning, but when they tried to turn up the stimulation a few days prior to the report, they didn't feel anything. They did not see any new icons when adjusting the settings. The therapy was on, but the patient hadn't felt stimulation since (B)(6) 2016. It was further reported that the patient was "flooding" all the time, and the therapy was not effective since about a month prior to the report. It was noted that the patient still got botox injections. The patient requested a reprogramming session, and mentioned the option of getting the system removed. The patient mentioned being under a lot of stress since they are the primary caretaker of their son that has medical issues. They also were rear-ended in an auto accident about a 1.5 years prior to the report. The patient was implanted for interstim-other.

Event description:
Additional information. The patient had an appointment with her health care professional and medtronic representative, and the device was reprogrammed. The medtronic representative had not heard anything about the patient since the reprogramming.